Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There was no report of patient harm or injury.the manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
In initial report section b5 mentioned incomplete, correct b5 should be: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged to device not working correctly, has covid and she isn't sleeping well. There was no report of serious patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An external visual inspection of the device was completed by the manufacturer and observed an unknown dust contaminate present at the air inlet where the filter would be and at the iso port entrance. The humidifier base iso port exhibits a mold-like residue on the interior. The water tank cloudy is in appearance. The bottom enclosures of both base and humidifier units respectively have an unknown brown residue. There is unknown fibers and dust contamination present where the base unit and humidifier base mate. An internal visual inspection of the device was completed by the manufacturer and observed an unknown debris in the tracks of the ui panel. There are mineral deposits present on the motor casing suggesting unknown liquid ingress. There is an unknown white dust contamination found on the bottom enclosure, blower box housing, blower motor, blower impeller, and rear panel oring. Evidence of sound abatement foam degradation/breakdown was not observed in the base unit. An interior investigation was also performed on the humidifier base. The water tank appears cloudy in appearance and there is an unknown residue present on the bottom. The heater plate shows discoloration. There are unknown fibers and debris contamination present within the bottom enclosure. There is discoloration of the dry box inlet seal and flip lid seal. There is unknown dust/dirt contamination present on the flip lid seal. There is corrosion present on bottom enclosure screws. The heat shield shows discoloration, and evidence of unknown liquid ingress is present. There is a rust-colored residue present around the heater plate wires and on the bottom enclosure interior. The device's event logs were downloaded and reviewed by manufactuer. The manufacturer found no error codes. A keratin-like substance was observed around the blower box outlet. The unknown dust/dirt contamination and fibers found on the blower casing/impeller and blower box was inconsistent with degraded sound abatement foam contamination. Mineral spots consistent with water ingress were found on the blower motor casing and humidifier heater plate shielding. The manufacturer concludes there was no evidence of sound abatement foam degradation/breakdown observed in the base unit, but oserved presence of contamination in the airpath and humidifier base heated tubing port is not functional, most likely due to water ingress.